Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that a power on the heartstart xl would not move out of service mode. There was no pt involvement.